Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 107) was confirmed. As received the monitor was intermittently resetting. The cause of the failure was isolated to a defective u104 pxa processor. The root cause of the defective processor was unable to be positively identified. The root cause of the defective processor was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting and producing service code 107 - multiple abnormal shutdowns.